Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent patient presented in the operating room for a generator change out. Upon interrogation, the pulse generator exhibited back-up vvi operation. Due to the device being at elective replacement indicator, a device download could not be performed. The device was explanted and replaced as scheduled. The patient's condition during the procedure was stable. No further information was reported.